Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. A follow-up MDR will be submitted once the product has been evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were repeated activation errors when using both monopolar and bipolar on the erbe. The customer attempted basic troubleshooting by switching the monopolar and bipolar cables between ports and also replacing the bipolar and monopolar cable. However, the issue persisted. The customer continued the procedure by connecting an external esu using the energy activation cable. The technical support engineer (tse) reviewed the error logs but found no errors associated with the reported issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and it powered on without errors.

Manufacturer narrative:
Isi received the associated da vinci product to perform failure analysis. The erbe unit was analyzed; however, failure analysis could not reproduce the customer-reported issue when the erbe was connected to a system. Additionally, system logs did not confirm that the fault occurred in the field. Visual inspection revealed no significant scratches or dents, and the front bezel was found to be in good condition. When installed on a golden system, the unit functioned as expected. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer-reported erbe activation issue could not be determined. The erbe unit functioned as expected when tested during failure analysis.

Event description:
Refer to h11 for follow-up information.